Event description:
It was reported by the facility that an attempt was made to remove a penrose drain from the patient post-cesarean section. The drain was reported to have snapped and the distal end was jagged. A stat ultrasound was performed no missing piece was noted at that time. An abdominal x-ray was also performed which did not show any missing piece of drainager tubing inside of the patient. The patient presented at a later date with a small bowel obstruction. The patient underwent an exploratory laparoscopy where the retained penrose drain was found and removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.